Event description:
International affiliate reports that the sensor was explanted after one week of implantation due to infection. The customer believes the device may have caused or contributed to the infection.